Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the no image was due to the cable being damaged (broken) and the communication between the processor and the scope become faulty. It is likely that the cause of the breakage was due to the doctor pulling the cable excessively. The "cautions and usage tips" of the ch-s400-xz-eb contain the following descriptions, which may prevent the phenomenon pointed out: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a plug unit/cable damage were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head is unable to display image after an operator accidentally pulled the cable excessively. The event occurred during a laparoscopic and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.